Manufacturer narrative:
Identification #: (B)(4). D4: device was manufactured in 1999 and was not subject to UDI requirements and removed UDI info in d4. H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the healthcare worker disconnected the unit from the patient. When they went to place the patient on the unit they stated that it would not restart. They swapped the unit out with another 3100a and there was no patient harm.